Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external and internal inspection was performed and noted an electrical smell. The electrical smell was from and overheated solid state relay (ssr) on the accomp printed circuit board (pcb). A test article accomp pcb was installed and the unit powered up properly with no errors. A simulated therapy was performed and completed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed electrical testing but failed function testing due to a system error 2022. The accomp pcb was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an odor was coming from the homechoice device. This event occurred during setup for peritoneal dialysis therapy. The odor was further described as hot wires that were burning. The technical service representative discussed the use of manual therapy until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.